Event description:
The advocate stated her daughter's blood glucose was tested on the contour next link meter using two different bottles of test strips and the readings were 40 and 102mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.